Manufacturer narrative:
Section d4 lot # added. Section d9 updated. Section h3 updated. Section h6 coding added. Section h10 additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The user reported that the play in their latest batch of disposable inserts is larger than before and was concerned if the fixation was as rigid as previous batches. Elekta performed a comparison set of tests with the complaint batch (#0190868) received from the customer and three previous batches of disposable inserts. The investigation concluded that the larger play seen does not affect the rigidity of the fixation and thereby the safety when using the disposable inserts used by the customer (batch #0190868). This is likely to be due to the thread of the batch of inserts used by the customer which is slightly larger than the previous batches due to production variables which is within specification. The rigid fixation is addressed in the instructions for use. The user is instructed to check the firm attachment of the frame before starting the treatment (tug test). There was no patient injury.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. This MDR concerns disposable inserts and fixation screws which is used with the leksell stereotactic frame. The disposable inserts themselves are labelled single use. However, the fixation screws and the leksell stereotactic system are not labelled single use.

Event description:
The customer reported that the fixation screws does not feel rigid when mounted in the disposable inserts.